Manufacturer narrative:
Conclusion of (B)(4): investigation ongoing.

Event description:
The following was reported to hamilton medical ag: flow sensor calibration fails / leak test failed ( tightness test failed).